Manufacturer narrative:
Device not returned

Event description:
It was reported that a malfunction alarm occurred. Malfunction code was cleared, and the customer successfully resumed insulin delivery. Customer¿s blood glucose level was 154 mg/dl.